Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, an aortic valve replacement was performed and this 21 mm sjm trifecta valve was implanted. Approximately six years post implant, the patient was diagnosed with presumed structural valve deterioration. Angiography and echocardiography revealed the mobility of the leaflets were decreased and the valve was calcified. On (B)(6) 2016, the patient experienced heart failure due to stenosis and insufficiency of the valve. The ejection fraction was 46% and pulmonary venous congestion was noted. Per report, a tavi procedure was performed on (B)(6)2016. (Clinical study (B)(6))